Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the bipap a40 system silver, jp device's event log during periodic maintenance. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the bipap a40 system silver, jp device at the manufacturer's service center, ventilator inoperative error codes were discovered in the event log. The technician replaced the device's main board to address the issue. Additionally, the device's blower and outlet flow path were replaced as regulated by maintenance procedure to prevent failure. The unit was checked overall, cleaned and functionally tested. Software version was checked (ver.3.6.5).